Event description:
Customer reported via phone call that the insulin pump alarms unexpected restart and external ram error after every battery change. Blood glucose value was 120 mg/dl. Customer stated a temporary basal was not programmed before the alarm and the insulin pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump was monitored for several days and no external ram error alarm noted. However, unexpected restart alarm occurred after battery change due to voltage leak on connector. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.